Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes had negative pressure, and is insufficient blood collection. The following information was provided by the initial reporter. The customer stated: during blood collection, the negative pressure is insufficient, and the blood collection volume cannot meet the blood collection requirements.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed, as the hemogard closure assembly was correctly assembled and placed on the tubes. Ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. H3 other text : see h.10